Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.

Event description:
During use, the image became foggy suddenly. There was no report of patient harm.